Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer stacked multiple boluses in addition to inadvertently entering an incorrect value when requesting a bolus. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.